Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found that the device comes in used condition. Upon reviewing the device's jaw, it was found that is loose, it cannot be closed completely when the trigger is pulled. A test needle was used to verify the alignment. The needle was inserted into the device's groove, the needle loading was smooth and quick, no alignment issues were found. The overall complaint was not confirmed as the observed condition of the expressew iii w/o hook would not contribute to the complained device issue. Based on the investigation findings, a potential cause for the needle not aligned cannot be provided since the needle testing was passed. The potential cause for the loose jaw is traced to procedural variables, such handling of the device or product interaction during procedure; an excessive force was applied to the device's jaw, a fall in a hard surface, etc. Since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the jaw, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the needle at the top was not aligned on the expressew iii w/o hook flexible suture passer reusable suture passing device when the trigger was pulled. During in-house engineering evaluation, it was determined that the jaw on the device was loose; and that it could not be closed completely when the trigger was pulled. This event did not occur during surgery. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.